Event description:
Information was received from a manufacturer representative regarding a flex arm. It was reported that rotation board movement was poor. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis :product:9560524 ,lotno:my20e001r during the incoming inspection, it was found that the event was observed, and the joint area had worn out. Section e: initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.